Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, it was noted that there were episodes of noise that resulted in oversensing and automatic mode switching (ams) on the right atrial (ra) lead. The noise, oversensing, and ams were due to suspected but unconfirmed insulation damage on the ra lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.